Manufacturer narrative:
A CAPA has been initiated by the manufacture well lead and a copy of the CAPA was forwarded to the FDA on 1/19/2015. A recall has been initiated by cardinal health on 12/23/2014 and the product will not be manufactured by the manufacture well lead for cardinal health until the CAPA is completed.

Event description:
Baby born on (B)(6) 2014 and was intubated at that time, but when they went to remove the stylet it was difficult to remove. However, they were able to remove with no negative patient incident.